Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) received that the system was unable to start up. Upon troubleshooting, fse went onsite but the customer claimed that there was no malfunction of the system and did not require evaluation of this system and the other unit has been reported for repair and for this unit it needs to be cancelled. As a result, no service has been carried out by philips. There has been no additional information received to date. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.